Event description:
It was reported that the right ventricular (rv) lead showed oversensing. The lead was reprogrammed and the patient will see the surgeon to have the lead extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. D154awg defibrillator, (B)(6) 2009. A 5076-45 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated a lead impedance out of range alert.

Event description:
It was further reported there may be a lead fracture and the lead was explanted and replaced.